Event description:
Reportedly, the user was unable to perform an anastomosis to join the colon to the rectum. A permanent stoma resulted. No staples were apparent until stapler "fired" and resulting staple line was viewed. The surgeon reports a permanent stoma was necessary because there was no useful remaining rectal stump.